Event description:
According to the complaint the safeguard on the safepico was too hard to slide. The syringe was stored without the safeguard on and the doctor got in contact with the needle and got stung. The blood sample was not taken in relation to any infection. It is still under investigation if the doctor needed or received any treatment.

Manufacturer narrative:
A CAPA investigation has indicated the following potential root causes to this problem: issue with needle shield device (nsd) activation could have been caused by connection of barcode label and the inner tube of the nsd that happens during sterilization process of samplers. Although the connection point is very small it creates issues with activating the safeguard. Adhesive material left on the sampler when applying the label is not completely removed by cleaning. Based on this information the following counter measures have been identified and will be implemented via the CAPA: the current label will be replaced by a new with a modified top coat material. The current cleaner will be replaced by a more efficient cleaner.